Event description:
On (B)(6) 2011, I underwent a total transvaginal hysterectomy, removal of the right ovary, and had a vaginal mesh sling put in. The sling was a solyx, manufactured by boston scientific. After my surgery, I had a home health nurse, who became very concerned when I started undergoing severe problems. I told my surgeon that I was experiencing unbearable vaginal pain, 2 weeks after surgery. He laughed at me and told me he could put me in the psych ward, 'where I could see people with real problems.' I asked if I should schedule a f/u appt, and was told no, his office would contact me. My nurse then informed me that this was happening with a number of his pts, and I started discovering facts, such as the fact that he has lost his right to practice at the hospitals in (B)(6), where he is based, so he now only practices at a small medical center, in (B)(6), that he is co-owner of. I have been experiencing bleeding, chronic infections, and now a doctor has confirmed that the mesh is eroding, and protruding through my vaginal wall. My primary care physician has called several ob/gyn's, and nobody will help, 'due to legal issues.' I, finally got in with the (B)(6) school of medicine, but cannot be seen in the correct department until the end of (B)(6) 2012. I continue to have chronic infections, along with unbearable pain with any activity. I have not had sexual intercourse, or anything, since the surgery. I stay in bed with in between my legs. I am unable to travel, due to the extreme pain from sitting upright in a vehicle. When I have gone to doctors appts, I carry the ice. I am suffering from severe depression and anxiety, due to my physical symptoms getting worse, and not being able to get any help. I can feel the hard plastic poking through my left vaginal wall, and it rubs when I attempt to walk. I am, also, having severe problems emptying my bladder, and have severe incontinence, which I did not have before the sling was inserted. I am at the end of my rope, and don't know where to turn, so I knew I needed to file this, to hopefully help other women experiencing such horrors. Several ER visits, I can get records if needed. Several visits with primary care physician dr. (B)(6). Visit with dr. (B)(6) at (B)(6) women's center. I, originally, went to dr. (B)(6), due to pain in my lower right abdomen. I had scans, showing cysts on my left ovary, nothing on my right ovary, which is the one he removed. He told me I needed a sling, because I have had four children and I would have severe problems with incontinence and prolapse later in life, had I not had it. I, now, experience severe problems emptying my bladder, but then have incontinence, which I did not have before the surgery. Add'l info: rptr went to dr today were she was diagnosed with a urinary tract infection. Rptr stated that in (B)(6) she will have a scope of the bladder, and after that her dr. Will schedule surgery to have the mesh removed.